Event description:
It was reported that the pump displayed alert 38 indicating a motor stall and was unable to proceed during a supply change, with multiple restarts until troubleshooting guided the user to perform a dry run and then reinstall new supplies, after which normal operation resumed; this event is consistent with a failure to infuse and involved the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem during setup and a component-related issue consistent with a stalled motor and failure to infuse, which was resolved by replacing the supplies. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.